Event description:
Patient reported right side "noticed a lump in the inferior portion of the nipple during the shower", "I am very concerned with the information {recall}, after all I have a cancerous time bomb in my body", "pain", "nodules", "pain increases as the days go by", capsular contracture (grade unknown), "palpable and visible nodules", "complications and anxiety attacks for fear of having and / or developing anaplastic lymphoma", flushing, hardening, lymph nodes classified as birads 2, change in position, panic and anxiety crisis, redness and local heat. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "noticed a lump in the inferior portion of the nipple during the shower", "I am very concerned with the information {recall}, after all I have a cancerous time bomb in my body", "pain", "nodules", "pain increases as the days go by", capsular contracture (grade unknown), "palpable and visible nodules", "complications and anxiety attacks for fear of having and / or developing anaplastic lymphoma". The device remains implanted.